Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The underlying rhythms for the inappropriate shocks were sinus tachycardia. The sensing vector was set to the alternate vector. The high energy shock impedances were less than 30 ohms with the most recent shock impedance of 29 ohms. There were multiple shocks so there is a concern about the device battery longevity. Technical services discussed the data with the caller. There were no additional adverse patient effects. The system remains implanted.